Event description:
Customer reported that her mother received incorrect readings on their freestyle freedom blood glucose meter and occurred "three days in a row." Customer reported receiving a 231 mg/dl on their freestyle freedom blood glucose meter. Also, customer reported "sweating in the middle of the night was confused and lost consciousness." There was no report of third party medical intervention or diagnosis.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.